Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported. .

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of two hundred and seventeen (217) extension set products; received in new conditions and with their original unopened packaging. Visual inspection: the samples were visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination; no discrepancies were found. Functional test: leak test was performed to the samples; no leaks were detected or other discrepancies. No root cause had to be determined since the complaint was not confirmed. No corrective actions were required since the complaint was not confirmed.